Event description:
Complainant alleged that while attempting to treat a pt the device displayed "defib fault 72". "Pacer disabled" and "defib disabled" messages. Complainant did not indicate that there was any adverse effect to the pt due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not rec'd the device for eval and this complaint is still under investigation.